Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report#1627487-2017-05148, reference MFR report#1627487-2017-05146, reference MFR report#1627487-2017-05145. It was reported the patient developed an infection at the occipital lead site (off label usage) as well as the at the dual extension site. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted to address the issue. Cultures were obtained, however results are unavailable. Reportedly, the patient was placed on 2 different types of antibiotics as further treatment.

Event description:
Device 3 of 4, reference MFR report#1627487-2017-05148. Reference MFR report#1627487-2017-05146. Reference MFR report#1627487-2017-05145. Follow-up identified culture results were negative. Reportedly, the patient was referred to an infectious disease physician for further evaluation.